Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) defibrillation lead's low voltage portion was capped and replaced several years ago for an unspecified reason and later explanted. No patient complications have been reported as a result of this event.